Manufacturer narrative:
This incident was identified by customer svc when the sales rep sent in their field sales receipt. The sales rep was aware of the incident on (B)(4) 2012 but did not send in their receipt until (B)(4) 2012. The handpiece was not returned to the MFR so a device investigation could not be performed. The lot number is unk so a review of the lot history record could not be performed. End of report.

Event description:
It was reported that there was a slight chip in insulation at the junction of the blade and shaft after 1 1/2 hours of use. The handpiece was changed out for a new one. There was no harm to the pt.